Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from the customer facility for evaluation. Bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted. Bd technical services provided processing information to the customer. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes were giving erroneous results. This was discovered after use. The following information was provided by the initial reporter: material no. 367960, batch no. Unknown. It was reported that the facility experienced erroneous results due to not properly processing tubes. Facility experienced erroneous results due to not properly processing tubes. Customers wants further information on processing of tubes not to report a complaint. Customer did not want to file a complaint. She had 20-25 samples that were collected at a health fair and not processed in a timely manner. She wants to know what analytes might be affected. She is aware that glucose values will be incorrect. Discussed that k+ and liver enzymes may also be affected. She is going to have samples redrawn. She also had questions about underfilled tubes. Emailed (B)(6) on minimum fill.